Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler 45 instrument associated with this complaint and completed investigations. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was received with a stuck blue reload. The instrument was found to have an unclamp failure based on a log review, but it was not replicated. The stapler initialized, clamped, fired, and unclamped without any issues. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log investigation: a review of the instrument log for the stapler 45 (pn: 470298-12, batch-sequence: t11180419-0015) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2019 on system (B)(4). The alleged event occurred on the 37th use of the instrument. Image/video review: no image or video clip for the reported event was submitted for review. This complaint will be reported due to the following conclusion: the stapler instrument was found to have incurred an unclamp failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the stapler 45 instrument jaw would not open to allow reload exchange. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was unable to provide any additional information on the reported event.